Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh as implanted. It was reported that the patient underwent revision of vaginal scarring with no excision of mesh on (B)(6) 2013 for dyspareunia from severe vaginal scarring with some vaginal apical prolapse and presence of cystocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and other. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain and dyspareunia. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.